Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900030 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during a laparoscopic quasi-extended hysterectomy. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in both jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws. The buildup of biological material was manually removed from both jaws. On the next attempt, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet can prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Additionally, a buildup of biological material in either jaw can also prevent clips from loading properly. When the buildup was removed from both jaws, the remaining clips were able to fire properly despite the broken ratchet. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but CAPA 40010983 has been previously opened to further investigate loading and feeding issues. The buildup of biological material in both jaws also contributed to loading issues. The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. The sample was returned with a buildup of biological in both jaws. Upon functional inspection, it was found that the ratchet ears were broken , and the first clip was unable to load properly into the jaws. After removal of the buildup of biological material in both jaws, the remaining clips fired properly and were successfully applied to over-stressed surgical tubing. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet can prevent the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Additionally, a buildup of biological material in either jaw can also prevent clips from loading properly.

Event description:
It was reported that a clip was loaded in closed condition during a laparoscopic quasi-extended hysterectomy. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.